Event description:
It was reported "the valve cracked when attaching the syringe to flush the catheter. Bits of the red cap returned into the syringe." On (B)(6) 2014 mentioned bits of the red valve broke off and flushed back into the syringe.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyb0984 showed one other similar product complaint from this lot number.